Manufacturer narrative:
(B)(4). The device was received for evaluation. External and internal visual inspections were performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was performed and completed successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An event history log review was performed and identified a high drain volume 101 alarm. The reported condition was verified. The cause of the condition was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. The patient's legs and ankles were swollen. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. There was no patient injury or medical intervention associated with this event. No additional information is available.